Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.

Event description:
Received information stating customer received a temperature alarm that could not be cleared. A low power alarm was received and the pump unexpectedly shutdown. There was no impact to customer's blood glucose level.